Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe spasmodic abdominal pain, malaise, and slightly opalescent effluent. The cause of the event was not reported. The day of event onset, the patient presented to the pd clinic with severe spasmodic abdominal pain, malaise, and slightly opalescent effluent. The patient was administered cefazolin (1.5 g for 8 days) and was sent home. The following day, the patient presented to the emergency room and was subsequently admitted to the hospital. The patient continued on cefazolin. Eight days after event onset, the patient was treated with vancomycin (2.5g for ,10 days) and leflokin (500 mg for 10 days). The patient was discharged 14 days after hospital admission. The patient recovered from the peritonitis (18 days after event onset). Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.